Event description:
The customer reported that the reservoir was loose and was pulled out of the insulin pump, but the reservoir was still connected to his body, then he put it back in the device. The customer stated that a bunch of insulin shot out and he believes it went into his body. The blood glucose reading before calling was 324mg/dl. The customer kept drinking a bunch of things to avoid having low blood glucose. The caller mentioned that the drive support cap was slightly recessed in. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.